Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door had not been opening when trying to issue medication. A field service engineer found that severe weather had affected site power. The fse recommended opening the column and treating the center column connections. The main drawers and supply tower doors were fully tested in diagnostics. The system functioned as intended after the field service engineer troubleshot the device. D4 & h4: UDI and manufacturer date not available

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, the door had not opening when trying to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event